Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 0029934. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: this type of defect could have resulted from the plunger rod label machinery, where the machine had missed assembling the barrel and label and went undetected. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 5 ml saline fill (B)(6) was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, due to urinary infection, the patient child received intravenous infusion three times a day and was given an indwelling intravenous needle. When the tube was sealed, the flush was not scaled, and the dose could not be accurately predicted. Replaced with a new tube immediately. Did not affect the child.